Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 1 year and 6 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 april 2022. Lot 1902510: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.